Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) received a system error 2240 (air in set) alarm on a homechoice (hc) machine during initial drain. The hp had left the clamp open on an unused, capped line. The technical service representative (tsr) assisted the hp in clearing the alarm and advised the hp to set up with new supplies. The tsr also advised the hp to ensure that the spare lines are properly clamped before starting therapy. There was patient involvement but no patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. This report is for a system error 2240 during initial drain in which the clamp on an unused supply line was found to be open. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. This guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. The guide also warns the user that a system error 2240 can be caused by unclamped, unused supply lines. A review of the label for the product family will be conducted. If any relevant information becomes available, a supplemental report will be submitted.